Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the insulation resistance of the leading edge does not meet the standard due to perforation of the bending section cover, the bending angle in the up direction does not meet the standard due to wear of the angle wire, the bending section cover is not waterproof due to cutting, electrical connector has corrosion due to leakage, and the universal cord is crushed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was returned to olympus for evaluation and the evaluation found the insulation resistance of the leading edge does not meet the standard due to perforation of the a-rubber, the bending angle in the up direction does not meet the standard due to wear of the angle wire, a-rubber is not waterproof due to cutting, el-connector has corrosion due to leakage, universal cord is crushed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the channel leaked on the evis lucera bronchovideoscope. The issue was found before a therapeutic procedure. A similar device was used to complete the procedure. The device was returned for evaluation. During the device evaluation, the peeling on the connection tube was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the peeling of the coating could be occurred due to various stresses applied to the insertion section. These include physical stress, such as scraping or hitting the insertion section, and chemical stress from reprocessing methods not recommended in the instructions for use (IFU) or the reprocessing manual. Additionally, environmental stress from poor storage conditions, such as direct sunlight, high temperatures, high humidity, or exposure to x-rays and ultraviolet rays, could also be contributing factors. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.